Manufacturer narrative:
Updated continuation of d11: product ID 3387-40 lot# 0202713807 implanted: (B)(6) 2010 explanted: (B)(6) 2020 product type lead product ID 3387-40 lot# j0454977v implanted: (B)(6) 2006 explanted: (B)(6) 2020 product type lead product ID 3387-40 lot# v007376 implanted: (B)(6) 2006 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient has had multiple leads implanted and the serial # of the removed lead was not known. The damaged brain lead was explanted and replaced on the (B)(6) 2020. After the lead was dissected from the patient it was discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot#: 0202713807, implanted: (B)(6) 2010, product type: lead. Product ID: 3387-40, lot#: j0454977v, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot#: v007376, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, serial/lot #: (B)(4), ubd: 10-nov-2013, UDI#: (B)(4). Product ID: 3387-40, serial/lot #: (B)(4), ubd: 18-nov-2008, UDI#: (B)(4). Product ID: 3387-40, serial/lot #: (B)(4), ubd: 16-may-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented with a loss of therapy. Upon investigation it was discovered that the right brain lead was fractured and required explantation and replacement. This was confirmed by x-ray. The patient suffers from dystonia. No known causes were known. Diagnostics/troubleshooting included impedance testing. The issue is reported to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.